Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the correct manufacturing facility. The date of manufacture has been updated the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device power light emitting diode (led) did not turn on and the housing and the ventilation opening were cracked. It was further observed that the device was not functional. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling and possibly being dropped. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the (B)(6) battery charger device was not functioning. The event was not reported to have occurred during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.